Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial undersensing. Technical services (ts) was consulted to review an atrial tachy response (atr) episode where no atrial events were found post mode switch, which was confirmed to be normal behavior due to programming. Ts further noted that the mode switch took time to end as the patients atrial rhythm was near 30 beats per minute for some time, and recommended switching to ddi mode for atr, or reducing the exit count for events to end faster. The field representative found an undersensed atrial beat and ts agreed, and believed the beat aligned with an atrial pace, which may have contributed to the atrial flutter. Ts recommended adjusting the automatic gain control or measuring the height of the missed signal. No adverse patient effects were reported. This pacemaker remains in service.